Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1f. Pump pass displacement test. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.